Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient with a history of previous takotsubo syndrome that required impella support, presented and was believed to be having another episode of takotsubo. Decision for impella cp was made for unloading and stabilization of her condition. However, the impella was getting suction in auto and unable to flow above p-5 due to her having a large sigmoid septum due to her proximal septal hypertrophy. The patient was left on p5. During support it was noted of possible hypovolemia and albumin was given. In addition to concerns for infectious source for takotsubo, with high white blood cells and fever broke. The cp was successfully weaned and explanted.

Manufacturer narrative:
The investigation for the reported pump suction and hypovolemia has been completed. No product was returned for evaluation. Data logs were returned for analysis. Data log analysis confirmed suction alarms occurring around the morning and noon. Isolated placement signal spikes with no known pattern were observed through the case. No motor current spikes were seen outside of p-level changes. Suction alarms resolved after dropping p-level to p-5. No other abnormalities were seen.clinical details mention the pump was experiencing suction due to the patient's large sigmoid septum, and the doctor suspected that the sigmoid septal was pressing against the cannula of the pump. Patient experienced hypovolemia and albumin was administered. High white blood cells count was observed in the patient along with a fever. The root cause of the pump suction was most likely patient condition based on the clinical details provided and data log analysis. The root cause of the hypovolemia was not determined due to insufficient clinical details.